Event description:
A friend or family member of the patient reported an elective replacement indicator (eri) error code as of date notified. There was an allegation/dissatisfaction the longevity as the implantable neurostimulator (ins) lasted just over one year. As a result the patient had symptom return and unresponsiveness as of about a week prior to date notified, with continued decline. The patient also has low blood pressure of 80 over 50 or 06 as of (B)(6) 2016. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2017 to discuss replacement. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received. It was reported that the ins lasted 18 months. It was also reported that the patient had advanced stage parkinson¿s disease and was having orthostasis from low salt and low fluid intake. It was reported that the orthostasis improved over a couple of days with salt and liquid. It was noted that it is not uncommon to have worsening parkinson¿s disease at this stage, and the patient has improved. It was stated that the patient had a battery change scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.